Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: heparin going at 18ml per hour into peripheral line. Nurses got patient out of bed and into a chair. Pump alarmed downstream occlusion, and they noticed blood backing up in the tubing, when it had been clear previously. This occurred in in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.